Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient has been experiencing high blood glucose (bg) throughout day; ranging from 199mg/dl to 570mg/dl, with nausea and vomiting. Bg has been intermittently elevated for the past two or three weeks. Patient has a sinus infection and has just completed a 10 day course of amoxicillin. Reporter states that patient is very active, is going through puberty and had low bg of 47mg the evening of (B)(6), at 5:07p.m. And upon awaking on (B)(6), of 51mg/dl with no symptoms reported. Customer support (cs) walked reporter through an air bolus and pump successfully able to deliver air bolus. Cs reviewed pump and advised reporter that pump appears to be functioning well; it could be a site issue and not a pump issue and best next step is to contact educator for clinical recommendations. Patient rotates sites, was using abdomen but has recently changed to the buttocks area. Patient 's mother changed out site and reported that site appears to be intact; cannula was not bent upon removal. At time of call mother was contacting the health care provider (hcp). Cs advised reporter to change skin site daily while bg are running high and to continue monitoring bgs frequently. Hcp advised reporter to take patient to hospital for treatment, and reporter ended the call. The low bg does not meet the criteria for an adverse event. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.